Event description:
A report was received that the patient could not charge the ipg as the pocket was too deep. The patient underwent a revision procedure wherein the ipg pocket was adjusted. It was also noted that two leads were added for an unknown reason.

Manufacturer narrative:
Additional information was received that it was physicians preference to add leads for increased coverage.

Event description:
A report was received that the patient could not charge the ipg as the pocket was too deep. The patient underwent a revision procedure wherein the ipg pocket was adjusted. It was also noted that two leads were added for an unknown reason.